Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 14 july 2025, senseonics was made aware of an incident where user reported a high glucose event. The following example set was provided: (B)(6) 2025 10:00 am sg 149 bg 309. After dms review, we confirmed the following information at the time of the event: (B)(6) 2025 10:00 am sg 172 no bg was entered. After dms review, we confirmed that the user didn't receive a high glucose alert at the time of event because the sg never went above the alert level. The user didn't seek for medical treatment. User resolved the event by taking insulin, with assistance with the ar.

Manufacturer narrative:
The user reported a high glucose event. The following example set was provided: jul 14 - 10:00 am - sg: 149 mg/dl - bg: 309 mg/dl. A review of the data management system (dms) revealed that: jul 14 - 10:00 pm - sg: 172 mg/dl - no bg was entered. A review of the dms data confirmed that the user didn't receive a high glucose alert at the time of event because the sg never went above the alert level. The user resolved the event by taking insulin, with assistance from the ar. User's hcp was not aware of the event. The user was advised to follow up with the hcp for further medical guidance. In an associated case of sensor inaccuracy, on july 14, 2025, the user informed senseonics that the system was displaying results different from glucometer measurements. Based on the escalation analysis, the user was advised to perform a sensor re-link since a significant signal shift was observed. This step was recommended to clear the calibration buffer and enable the algorithm to converge faster. The user completed the re-link on july 18, 2025, but discontinued use of the system on july 21, 2025. According to case information, the user chose not to resume use of the system following a reported brain injury. An RMA was issued for return of the sensor. Upon receipt, a visual inspection was performed, and no anomalies were observed. A review of the sensor in vivo data revealed optical instability, which most likely contributed to the inaccuracies observed. However, this could not be reproduced during in-house testing. This may occur when a failure mode present in vivo is not replicated in the lab, such as in the in vivo state of the sensor hydrogel. The user ultimately opted to discontinue using the system due to the brain injury. B4. Date of this report 13 oct 2025. G3. Date received by the manufacturer? 13 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121, 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.